Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-8330h shaver was broken inside the shaver hub. This was discovered during use. The case was completed by using a new shaver with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event.